Event description:
Allegedly the patient began having some pain in left hip in 2012. Work up was negative. Symptoms progressed and became much worse in 2018. Work up last shown no evidence of loosening, osteolysis, infection or subsidence. However, co and cr ions are extremely high. We are planning an exploratory autotomy to conclusive rule out loosening of acetabular and/or metallosis additional information received from clinical on (B)(6) 2019: patient had exploratory surgery on (B)(6) 2019 resulting in explant of study devices.